Event description:
Patient scheduled for tee procedure. During procedure it was determined that the patient needed a loop recorder implanted. Biotronik called to send rep. Device implanted prior to rep interrogation. Post procedure pump message read " frequent resets please contact biotronik". Device removed and another was implanted the same day. Device being investigated by biotronik. FDA safety report ID# (B)(4).